Manufacturer narrative:
(B)(4). Correction: hospitalization added. Although it could not be confirmed which of the two clips experienced the single leaflet device attachment (slda); both clips had the same lot numbers; therefore, the UDI, manufacturing and expiration dates are the same. The device was not returned for analysis. A definitive cause for the slda could not be determined. The worsening mr (mitral regurgitation) was likely a result of the slda. The patient effect of mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Since it could not be confirmed which of the two mitraclips experienced the single leaflet attachment, the lot# listed is unk, but the lot numbers were as follows: 60411u224 and 60411u147.

Event description:
This is filed to report the recurrent mitral regurgitation and single leaflet device attachment. It was reported that on (B)(6) 2016 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were successfully implanted reducing mr to grade 1. On (B)(6) 2018 a second mitraclip procedure was attempted for recurrent mr grade 3 to 4. A single leaflet device attachment of one of the original mitraclips was suspected as the cause of the mr. A clip delivery system was inserted on (B)(6) 2018, but the undeployed cds was removed as it was not physically possible to get more medial than the original clip. There were no device issues with the cds that functioned as intended. The procedure was completed with zero additional clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.